Event description:
It was reported that customer experienced "declining battery life requiring more frequent charging". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.